Event description:
As reported, the patient felt a pop and the poly dissociated on the right side and had to be revised. A new poly and glenosphere were implanted due to metal debris. All fragments, parts and pieces were removed. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. Concomitants: (B)(6) - glenosphere 42mm a125798; (B)(6) - equinoxe, humeral stem primary, press fit 13mm a000410; (B)(6) - equinoxe reverse tray adapter plate tray +0 a182889; (B)(6) - eq rev glenoid plate a082616; (B)(6) - eq rev locking screw a145718; (B)(6) - eq reverse torque defining screw kit a176755; (B)(6) - eq rev compress screw lck cap kit, 4.5 x 18mm a141989; (B)(6) - eq rev compress screw lck cap kit, 4.5 x 18mm a142022; (B)(6) - eq rev compress screw lck cap kit, 4.5 x 22mm s374681; (B)(6) - eq rev compress screw lck cap kit, 4.5 x 26mm s324056; (B)(6) - 3.2mm drill bit sterile 6604653; (B)(6) - 3.2mm k-wire, trocar tip a131216.